Event description:
Pt admitted to hospital for removal of intrauterine device secondary to unsuccessful attempts of removal in the physician's office. Iud was embedded in the left cornual region with strings attached. Iud was originally placed in another country. Pathology described intrauterine device as t shaped, composed of white plastic, and covered with metallic wires. Top of the t measures 3.1cm, the base 3.5cm. External diameter is 0.2cm. The end of the t has two white synthetic threads attached.